Event description:
A report was received that the patient¿s ipg was causing discomfort. The patient underwent a pocket revision wherein the physician replaced the ipg and the pocket site was relocated. No malfunction was suspected. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient¿s ipg was causing discomfort. The patient underwent a pocket revision wherein the physician replaced the ipg and the pocket site was relocated. No malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. There was no complaint towards the device functionality. The ipg was replaced for upgrade and the pocket site was moved up. The ipg passed all the required tests and it revealed no anomalies.